Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
In this revision of a reunion reverse shoulder, the baseplate had pulled out of glenoid. All screws peripheral screws had loosened with one escaping through the back of the base plate and floating free under clavicle. Rep reported that surgeon was unable to re-implant new baseplate due to bone loss, and therefore patient was converted to a hemi arthroplasty.